Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A complaint technician reported that the "the cuff exhibits a radial burst at the medical point. The rupture extends approximately half way around the cuff. This would expose the distal end of the inflation pathway to fluids/ moisture in the patients airway." No further information was provided.